Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncope episode. Technical services (ts) reviewed and found correlated stored episodes with anti-tachycardia pacing (atp) inappropriately delivered due to an atrial arrhythmia with rapid ventricular response (rvr). No shocks were delivered. Atp therapy converted the rhythm. This device remains in service. No additional adverse patient effects were reported.